Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were normal. The initial erroneous result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
Samples are collected in 5 ml plastic lithium heparin tubes with a gel separator and centrifuged in a statspin centrifuge for 3 minutes at 5100 at room temp. All samples were processed through the cta (closed tube aliquotter) from the primary containers and were normal in appearance. Qc (qc) was within the customer's established ranges prior to and after the event. Routine sys checks were performed on (B)(4) 2009, (the second sys check was performed after the event), both passed within instrument specs. There were no event log messages generated at the time of the event. On (B)(4) 2009, the field svc engineer performed a major pm (preventive maintenance) and replaced the mixer pulleys, mixer belt and incubator belt clips due to a failing high sensitivity sys check. Cleaned the wash wheel due to the presence of dried wash buffer. Rebuilt both the wash pump and precision pump and replaced the wash pump valve sensor as it was failing. All alignments and ultrasonics were checked and verified. Performed a high sensitivity sys check and all qc, testing passed within instrument specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.